Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had reversed the pump am/pm time when setting up the pump. Due to the user error, the customer experienced blood glucose levels in the 40's (mg/dl) range. Sugary foods was consumed to treat bg. The customer verified that the pump time had been adjusted to reflect the accurate time.